Manufacturer narrative:
(B)(4). The manufacturer, nipro, received the actual , used, sample for evaluation. A batch and sample review was performed by nipro. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. An air leak test was performed, after disinfection, in water and no leakage was observed from the hollow fiber or from any other places within the device. The sample evaluation did not find any abnormalities during the device evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A hemodialysis patient experienced unspecified "catheter issues", felt ill and dizzy; and subsequently passed away. The event was reported to have happened while performing hemodialysis therapy in the hospital for the first time with exeltra dialyzer. Indication for hospitalization was not reported. Within fifteen minutes of initiation of therapy, the patient experienced "catheter issues" and therapy was stopped. The patient was treated with alteplase for forty-nine minutes. Dialysis was then restarted and within fifteen minutes of therapy the patient began to feel ill and dizzy and subsequently went into cardiac arrest. Resuscitative measures were initiated for forty minutes without revival. The cause of the cardiac arrest was not reported. The cause of death was due to cardiac arrest. An autopsy was performed and the result was not reported. No additional information is available.